Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions occurred. Reportedly, the customer overfilled the cartridge and did not perform air removal step. A supply change was performed resolving the occlusion. Customer¿s blood glucose level ranged from 160-180 mg/dl.